Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with a previously implanted stent causing the reported failure to advance and subsequent stent dislodgement. The dislodged stent was retrieved successfully via snare. Additionally, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a circumflex lesion. The xience sierra stent was advanced but once reaching the left main it met resistance with a previously deployed stent (from a different procedure) and dislodged. The xience sierra was retrieved via snare. Another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.